Event description:
During ve lvas implantation surgery, the ve lvad went into basal rate. As a result, the hosp contacted the MFR for assistance. The hosp had changed out the system controller with no effect. The MFR questioned whether fluid had been aspirated into the motor compartment. The surgeon did not believe anything had gotten into the motor compartment. The MFR discussed placing the pt on pneumatic back up. The pt was placed on pneumatic back up in surgery. Three days later, the MFR was informed by the hosp that 4 to 5cc of fluid had been drained from the lvad on the day before, and electric actuation of the lvad was resumed without problems. Since resumption of electric actuation on the same day, the lvad had been funtioning as intended that the pt had suffered a cardiovascular accident during surgery, went into a coma and then died one month later.